Manufacturer narrative:
Investigation conclusion: the reported issue of an over infusion could not be confirmed or duplicated by testing. An ail alarm did occur 1.5 hours into the infusion with the infusion terminated after the event with no success with restarting. The actual bag volume and the cause of the ail alarm could not be ascertained from the log. The testing and inspection process did not find any existing malfunctions with the returned infusion system (device and administration set) and the system infused within specification. No issues or anomalies were found with the door closure; the door design does not necessarily have a uniformed flushness with the bezel. The platen and its buttons against the door when the door is closed and latched establish the critical gap between the pumping mechanism and the platen assembly for fluid flow control. The root cause for the customer¿s reported incident could not be identified.

Event description:
It was reported that an IV pump programmed to infuse normal saline 1000ml at 100ml/hr alarmed "air-in-line" after 1 hour and 30 minutes, and discovered the IV bag was empty. Further facility biomed evaluation noted that even though the device door lock was secured, the bottom portion of the pump door was not seated flush with the device. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: black. Date of birth: not provided. Admitting diagnosis/medical history: not provided.

Event description:
It was reported that an IV infusion pump was programmed to infuse normal saline 1000ml at 100ml/hr. It was noted that the pump alarmed "air-in-line" after 1 hour and 30 minutes. The IV bag was found empty. There was no patient harm. It was discovered during facility's biomed evaluation that even though the device door lock was secured, the bottom portion of the pump door was not seated flush with the device.